Event description:
The customer's mother stated that the customer was hospitalized due to hyperglycemia and ketones. The reported blood glucose reading was 238 mg/dl. Troubleshooting was performed, and it was found that the customer had received an error message on the insulin pump. It was also found that the time on the insulin pump was off by twelve hours. The prime and high pressure tests could not be performed because a reservoir and infusion set were not available at the time of the phone call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.